Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic on (B)(6) 2021 as their merlin transmitter could not be connected to the pacemaker. During interrogation of the pacemaker, it was noted that the radio frequency (rf) telemetry was not working. After reviewing the problem, the reason for rf telemetry not working was the pacemaker going into partial backup vvi mode. Physician made programming changes to resolve this issue. The patient was in stable condition.